Event description:
During product inspection routinely performed by the distributor, an eyelash was found between the inner and the outer sterile blisters of a vascular prosthesis. There was no patient injury since the device never reached the hosptial.